Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) moved in the pocket and the patient experienced discomfort. It was noted that when the physician opened the pocket the crt-d was observed to be flipped over and laying face down. The patient stated that they are very active and also mentioned that they move around a lot when sleeping. The crt-d and leads were repositioned and the lead slack was adjusted. The crt-d system remains in use. No further patient complications have been reported as a result of this event.